Event description:
On (B)(6) 2011, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported that a bed, serial number (B)(6); model p 1900f in which the unit was leaking oil from the reservoir and the head end right siderail was popped out of place. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).